Manufacturer narrative:
H11: THE CATALOG NUMBER IDENTIFIED IN SECTION D4 HAS NOT BEEN CLEARED IN THE US BUT IS SIMILAR TO THE DENALI FEMORAL SYSTEM PRODUCTS THAT ARE CLEARED IN THE US. THE PRO CODE AND 510 K NUMBER FOR THE DENALI FEMORAL SYSTEM PRODUCTS ARE IDENTIFIED IN D2 AND G4. AS THE LOT NUMBER FOR THE DEVICE WAS PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS IS CURRENTLY BEING PERFORMED. THE RETURN OF THE SAMPLE IS PENDING. THE INVESTIGATION OF THE REPORTED EVENT IS CURRENTLY UNDERWAY. SECTION A THROUGH F: THE INFORMATION PROVIDE BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
ON (B)(6) 2026, A PATIENT UNDERWENT A PERCUTANEOUS INFERIOR VENA CAVA FILTER IMPLANTATION IN FEMORAL VEIN USING A DENALI FILTER. DURING THE PROCEDURE, FILTER WAS ALLEGEDLY DISLODGED. THE PROCEDURE WAS COMPLETED USING ANOTHER DEVICE. THERE WAS NO REPORTED PATIENT INJURY.

Event description:
On (b)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation via the femoral vein using a Denali filter. During the procedure, the filter was allegedly dislodged. It was further reported that the filter leg detached. Furthermore, it was retrieved. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: The catalog number identified in Section D4 has not been cleared in the US but is similar to the Denali Femoral System products that are cleared in the US. The PRO Code and 510 K number for the Denali Femoral System products are identified in D2 and G4.Manufacturing Review: A Manufacturing Review was not required as this is the only complaint reported to date for this lot. Investigation Summary: The physical device was not returned for evaluation. Two photos were provided and reviewed. First photo shows the Denali filter in the storage tube, and the steering wire is detached from the pusher rod and residues were noted. Second photo shows the device labelling details. Verified the same with TW. Based on the provided photo, the investigation is confirmed for the reported detachment and also the investigation is confirmed for the reported improper procedure as the femoral system approached through Jugular vein. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling Review: BD Denali Filter System Instructions for Use states, that the Denali Filter Femoral System is designed for femoral approaches only. Never use the Denali Filter Femoral System for superior approaches (jugular, subclavian or antecubital vein), as this will result in improper filter orientation within the IVC. It was reported that the procedure approach was Jugular vein. Therefore, the reported incorrect procedure is confirmed as against the IFU. B5, G3, H6 (Device, Component, Method, Result, Conclusion). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.